Event description:
It was reported that when npwt was started utilizing a pico, it was confirmed the pump made noisy motor sound and the dressing was not compressed, although air leak indicator did not flash.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned unopened dressing was assessed by connecting it to a known good pump, the dressing was able to reach a vacuum as required and maintained it with no issues found as expected. A review of the DHR (device history record) for the product has been undertaken. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications and that no problems occurred during manufacture. Potential causes for failure to maintain vacuum and increased noise (pump activity) are:- dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. The pump monitors the level of air leaks into the dressing ¿. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder and more regular than normal buzzing whilst ok light is still flashing).after a period of time if it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.